Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that scalpel did not cut. There were no other details provided.

Manufacturer narrative:
Manufacturer report number corrected and reported under 2523835-2023-00729. No further reports will be scheduled under mfg report num. 1644019-2023-01598. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error, the reported events were pertaining to the 2.2 mm ophthalmic knife, not the 1.2 mm knife as originally stated. Hence, all the information will be submitted under the mfg report num 2523835-2023-00681 and no further reports be submitted under the mfg report num 1644019-2023-01598. The manufacturer internal reference number is: (B)(4).